Manufacturer narrative:
Concomitant medical products: charter medical administration set (model and lot number unknown), blood transfusion set; bd 60 ml syringe; therapy date (B)(6) 2016. The customer¿s report of blood infusing faster than expected was confirmed. The infusion was intended to last 3 hours and for the first 15 minutes the infusion was expected to run at 1ml/kg. The user selected a 60ml monoject syringe with 11.1874ml volume detected and entered 0.18ml/hr for the rate. However the user then selected volume/duration and entered 15 minutes for the duration, which made the rate 44.75ml/hr. The root cause of the device infusing faster than expected was identified as a user programming issue. Devices not received, log review only.

Event description:
The customer reported that a prbc transfusion was programmed to infuse 16 ml prbc in a 60 ml syringe, (with 8ml transfusion and 8 ml for the tubing). The total volume was expected to infuse over a 3 hour period. Additional order instructions specified for the first 15 minutes the infusion was expected to run at 1 ml/kg (with a max of 50 ml) in order to check for transfusion reactions. If no reaction, the remaining infusion was to be programmed for the ordered rate. The nurse set the initial rate for 0.7 ml/hr with a vtbi of 0.18 ml. Eight minutes later the nurse observed the infusion running faster than expected. The infusion was stopped and the pump sequestered. No adverse effect or harm to the patient was reported.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a prbc transfusion was programmed at 0.7 ml/h with a vtbi of 0.18 ml. Eight minutes later the nurse observed the infusion running faster than expected. The infusion was stopped and the pump sequestered. No patient harm was reported. Although requested, no other event details were provided.